Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the index procedure involving the pulsed field ablation catheter, a hematoma developed as a result of groin bleeding. The patient experienced pain and a swollen groin, leading to hospitalization for observation. An ultrasound of the groin was conducted, which showed no active bleeding or aneurysma spurium. A blood test revealed a clinically significant hemoglobin level of 7.5 mml/l. As part of the intervention, the prescribed blood thinner was discontinued, and a pain medication was initiated. A pressure bandage was applied, and hemoglobin control was maintained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported after pulmonary vein isolation (pvi) that the patient experienced a tingling sensation in their finger tips of their right arm. It was assessed as a result of the peripheral infusion the patient received.